Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors was observed to have exposed wires. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have constraint cable #9 frayed at the distal end. Additionally, the instrument was found to have a broken overmolded adapter at the distal end. A piece approximately 0.028" x 0.063" was found to be broken off. The broken piece was not returned. The root cause is typically associated with mishandling/misuse.